Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the most probable cause for the deviations experienced in the operating room was a platform or patient shift. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that screws were correctly placed at l4 and s1. However, both screws placed at l5 (left and right) were positioned more superior and lateral than the planned trajectory. It was suspected that the screws had entered the disc space, prompting the surgeon to decide on their removal. It was also noted that the patient had small pedicles at l5. As the surgeon attempted to remove the right l5 screw, the screw was inadvertently pushed further in, potentially deeper into the disc space. The patient began to experience internal bleeding from an unknown source. The surgical team flipped the patient over and began efforts to stabilize them. Approximately five minutes after screw removal at l5, the patient's blood pressure began to drop, and the team continued working to stabilize the patient. Ultimately, screws were placed at l4 and s1, while l5 was skipped. A rod was placed, resulting in approximately a one-hour delay to the case. Additional information was received. Trajectories were deviated between 3.5 and 10 millimeters (mm).